Event description:
It was reported that the ilet generated an occlusion alert indicating resistance in the fluid path, suspected in the tubing or infusion set, while the patient was using a 6 mm, 23-inch infusion set; the alert resolved after the patient changed the infusion set and dismissed the alarm, and blood glucose remained unaffected. Customer care provided support that included troubleshooting and user education regarding occlusion causes and corrective actions. Investigation of this case revealed that the occlusion condition was resolved by replacing disposable supplies, indicating an issue localized to the infusion set or tubing rather than the pump. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing obstruction consistent with user-correctable supply-related occlusion.